Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced stent thrombosis and a myocardial infarction (mi). The patient presented due to stable angina. The 70% stenosed and 12mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x16mm taxus element stent, resulting in 0% residual stenosis following post-dilation. Also, a 65% stenosed and 16mm long target lesion located in the 1st obtuse marginal branch with a reference vessel diameter of 2.5mm was treated with placement of an unknown sized taxus liberte stent. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented was admitted to the hospital and diagnosed with an mi. The physician observed 80% stenosis of the proximal rca with stent thrombosis, which was treated with placement of a non-bsc stent and resulted in 0% residual stenosis. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).